Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised for third time on (B)(6) 2021 due to infection, approximately 2 years after primary surgery. First two revisions occurred in 2019 and have been previously reported. Surgeon explanted the 40mm eccentric glenosphere with screw, 40/+3 standard humeral cup, +9mm humeral spacer, and 3 baseplate locking screws. They then implanted a new 40mm eccentric.